Manufacturer narrative:
Follow-up # 1 ¿ (09/15/2014). The lay user/patient¿s products have been returned, and were evaluated on 09/10/2014 by lifescan product analysis with the following findings:the test strips have passed all testing with no faults found. The reported issue could not be confirmed. However, a secondary issue unrelated to the complaint was found, the returned test strip vial contained extra test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(6), alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.